Event description:
It was reported by ingrid poyster that when the intouch bed is set at "max inflate" with an intergrated xpert mattress that it does not time out. There were three instances of reported patient involvement and an alleged adverse event of acquired pressure sores, however, it is unknown which units were involved.